Event description:
When the device was used during a laparoscopic wedge resection procedure, the staple formation was too tight (over bent). However, no pt consequences were observed. One device is being returned.